Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached 412 mg/dl. The patient was vomiting and was nauseous. For treatment, the patient was put on a insulin drip, anti-nausea medication and intravenous (IV) fluids. The patient also had bloodwork done. The pod was worn longer than 48 hours on the leg. The pod was discarded and the patient was discharged after 2 days.